Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device found that the sheath and the dilator were kinked at the proximal section. It was also noticed that the sheath was torn/damaged at the hub. Dimensional inspection of the sheaths inner diameter was performed using pin gages and it passed the test and was noted to be within specifications. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the manner in which the device was handled and manipulated that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used during a uterolithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the access sheath was introduced into the patient and it did not progress. The device was removed and it was noticed that it was damaged. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the sheath was torn; therefore, this is now an MDR reportable event.